Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08001. New information received notes that the pace/sense rv lead from the previous pacemaker system was capped for intermittent noise that led to pacing inhibition, as opposed to the defibrillating rv lead. The defibrillating rv lead exhibited no issues and was not capped. The pace/sense rv lead was capped on (B)(6) 2019. The patient presented with intermittent dizziness after the noise issue was found via remote transmission. The patient experienced no adverse consequences post-procedure and weighed (B)(6).

Event description:
New information received notes that the pace/sense right ventricular lead was capped on 02/21/2019 and not on 02/27/2019.